Manufacturer narrative:
(B)(4). Date of initial report: 5/17/2016. Date of follow-up report: 8/15/2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification.

Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a patient was burnt during a case. The customer is unwilling to disclose any further information regarding the incident.